Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of major bleeding could not be conclusively established through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The patient remains ongoing on (B)(6) following this event; however, the patient experienced an additional bleeding event in (B)(6) 2018 (reference MFR. Report # 2916596-2018-05196). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing this event.

Event description:
The bleeding was mediastinal and unspecific. The patient had no specific symptoms. The patient was treated with a blood transfusion and surgery due to pericardial fluid on (B)(6) 2016. The account changed the patient's anticoagulation therapy. The device operated as expected.

Manufacturer narrative:
Section b5: additional information. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had major bleeding on (B)(6) 2016. The patient had decreased hemoglobin on (B)(6) 2016 and was given 1 unit of packed red blood cells (prbc). The patient's numbers were hemoglobin 7.2 g/dl, quick 80%, international normalized ratio (inr) 1.09, prothromblastin time 94 seconds, therapy. The patient underwent surgery on (B)(6) 2016 due to pericardial fluid. The patient received another 6 units of prbc on (B)(6) 2016 with the following numbers: hemoglobin 7.9 g/cl, quick 26%, inr 2.43, ptt 47 seconds. The event resolved on (B)(6) 2016.